Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No add'l information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (B)(6). (2022) analysis of 101 mechanical failures in distal femur fractures treated with 3 generations of precontoured locking plates. J ortho trauma, vol 37 (issue 1), pgs. 8-13. Doi:10.1097/bot.0000000000002460

Event description:
It was reported in a journal article evaluating mechanical failure for patients who sustained distal femur fractures and who were treated with distal femoral locking plates, that 1 patient was revised due to screw cut-out (migration). Attempts have been made and additional information on the reported event is unavailable at this time.